Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient expired ten days after the device was implanted. The patient had experienced heart failure and lung infection. There is no allegation from a health professional that suggests the death was related to the device. There is also no evidence the cause of death was related to the implant or trauma.